Manufacturer narrative:
(B)(4). The patient was diagnosed with an umbilical hernia on an unspecified date in (B)(6) 2013. As the device was not returned, a complete device analysis cannot be completed. Baxter has conducted a trend review for the reported event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who developed a hernia coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient underwent hernia repair surgery. It was unknown if the patient recovered from the hernia. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be completed. A review of the service history and device history records was performed with no issues noted that could have caused or contributed to the reported hernia. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.